Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (gi bleed).

Event description:
The previously reported gi bleed has been updated to ileus.

Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the proximal rca during the index procedure. It is reported that the patient suffered a gastrointestinal (gi) bleed post index procedure.